Manufacturer narrative:
This report is associated with argus case (B)(4), biotene moisturizing mouth spray (2013 formulation).

Event description:
Choke. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for dry mouth. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). In (B)(6) 2016, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. Biotene moisturizing mouth spray (2013 formulation) was discontinued (dechallenge was positive). In (B)(6) 2016, the outcome of the choking was recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. The reporter considered the choking to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, reporter indicated that she purchased biotene moisturizing mouth spray (2013 formulation) for her mother around the 11 of december. Her mother sprayed it and it shot out like a stream and made her choke. The reporter indicated that her mother likes biotene moisturizing mouth spray (2013 formulation) and she had one before that sprayed fine. The reporters mother would not speak with a health care professional. This case was associated to product complaint.

Manufacturer narrative:
This report is associated with argus (B)(4), biotene moisturizing mouth spray (2013 formulation). Qa results: lot number unknown, unable to confirm item number in the absence of lot number detail. Insufficient information to complete lot specific trend review. Complaint aligns with referenced cim, site investigation not required, issue to be authorized for closure as unsubstantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for dry mouth. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). In (B)(6) 2016, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. Biotene moisturizing mouth spray (2013 formulation) was discontinued (dechallenge was positive). In (B)(6) 2016, the outcome of the choking was recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. The reporter considered the choking to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, reporter indicated that she purchased biotene moisturizing mouth spray (2013 formulation) for her mother around the (B)(6). Her mother sprayed it and it shot out like a stream and made her choke. The reporter indicated that her mother likes biotene moisturizing mouth spray (2013 formulation) and she had one before that sprayed fine. The reporters mother would not speak with a health care professional. This case was associated to product complaint. Follow up information received 13 march 2017 from canada loc quality review and closure the complaint was considered unsubstantiated. The outcome of the product complaint was not reported.